Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertebrogenic pain syndrome from 2012 to 2013, muscle spasm, cramp in lower abdomen, difficulty sleeping, back pain, leg pain, groin pain, urinary urgency, urinary frequency, pelvic floor muscle weakness, endometriosis, site unspecified (on the right uterosacral ligament), anesthesia, endometriosis and hemostasis. Concurrent conditions included myofascial pain syndrome, morbid obesity and stress incontinence. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), pain ("pain - full body"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, migraine, pain, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had not resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013 and 2012. Discrepancy in essure removal details - have you had your essure (or any part of the device) removed: no, and date(s) of removal (B)(6) 2014 in the pfs it was mentioned as hysterectomy with unilateral salpingectomy was done and in the removal details it is mentioned as diagnostic laparoscopy with bilateral salpingectomy and uterosacral ligament biopsy was performed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: the essure devices are in good position with documentation of tubal occlusion.. Nuclear magnetic resonance imaging - on (B)(6) 2014: result: unremarkable MRI of the pelvis. Ultrasound pelvis - on (B)(6) 2013: 1. Right ovary contains a septated cyst or more likely 2 adjacent cysts, likely benign and probably physiologic. 2. Essure devices. 3. Otherwise negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertebrogenic pain syndrome from 2012 to 2013, muscle spasm, cramp in lower abdomen, difficulty sleeping, back pain, leg pain, groin pain, urinary urgency, urinary frequency, pelvic floor muscle weakness, endometriosis, site unspecified (on the right uterosacral ligament), anesthesia, endometriosis, hemostasis, asthma and anemia. Concurrent conditions included myofascial pain syndrome, morbid obesity and stress incontinence. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), pain ("pain - full body"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pelvic pain") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (hysterectomy (partial), tubal ligation, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, migraine, pain, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had not resolved and the pelvic pain and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, pain, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013 and 2012. Discrepancy in essure removal details - have you had your essure (or any part of the device) removed: no, and date(s) of removal (B)(6) 2014 in the pfs it was mentioned as hysterectomy with unilateral salpingectomy was done and in the removal details it is mentioned as diagnostic laparoscopy with bilateral salpingectomy and uterosacral ligament biopsy was performed current weight: 287lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: the essure devices are in good position with documentation of tubal occlusion. Magnetic resonance imaging - on (B)(6) 2014: result: unremarkable MRI of the pelvis. Ultrasound pelvis - on (B)(6) 2013: 1. Right ovary contains a septated cyst or more likely 2 adjacent cysts, likely benign and probably physiologic. 2. Essure devices. 3. Otherwise negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received: new event pelvic pain, endometriosis and medical history updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a female patient who had essure (batch no. A36521-left a36521-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertebrogenic pain syndrome from 2012 to 2013, muscle spasm, cramp in lower abdomen, difficulty sleeping, back pain, leg pain, groin pain, urinary urgency, urinary frequency, pelvic floor muscle weakness, endometriosis, site unspecified (on the right uterosacral ligament), anesthesia, endometriosis and hemostasis. Concurrent conditions included myofascial pain syndrome, morbid obesity and stress incontinence. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), pain ("pain - full body"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, migraine, pain, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had not resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2013 and 2012. Discrepancy in essure removal details - have you had your essure (or any part of the device) removed: no, and date(s) of removal (B)(6) 2014 in the pfs it was mentioned as hysterectomy with unilateral salpingectomy was done and in the removal details it is mentioned as diagnostic laparoscopy with bilateral salpingectomy and uterosacral ligament biopsy was performed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: the essure devices are in good position with documentation of tubal occlusion.. Nuclear magnetic resonance imaging - on (B)(6) 2014: result: unremarkable MRI of the pelvis. Ultrasound pelvis - on (B)(6) 2013: right ovary contains a septated cyst or more likely 2 adjacent cysts, likely benign and probably physiologic. Essure devices. Otherwise negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received: lot number received. Previously reported event "injury to herself" updated to pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, reporter information updated, patient history were added. Date of explant added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.